Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown which product caused the event, we are filling this MDR for notification purpose.

Event description:
It was reported that on an unknown date, postoperative, infection was developed. Revision surgery was scheduled to debridement and replacement of implants but a surgeon removed implants except for cage and cement beads were placed. It was completed because the infection seemed to have reached up to the deep.